Event description:
The covid test kits produced by cordx are reported to have serious quality issues. Their products lack of FDA certification, and they don't even have a license for the state of (B)(6). I'm unsure how such products are allowed in the u.s. Market and how they manage to secure government orders. I contracted covid last week and tested three times with cordx's product, getting different results each time. This led me to miss the optimal treatment window. Reference reports mw5150475, mw5150476.